Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after the implant, at the post implant check, there was a rise in right ventricular threshold and loss of capture on the left ventricular lead. It was found that both leads had dislodged. The rv lead dislodgement was felt to be due too difficult positioning at implant due to the patient¿s anatomy. Both leads were repositioned. Three days later the patient reported that they suffered a thrombosis in the cephalic vein. The leads remain in use. No further patient complications have been reported as a result of this event.